Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v807714, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) reported the return of symptoms such as urgency frequency for patient. Patient was also having memory issues and did not remember how to use the controller. They found short impedance on patient's lead and programmed around it. Hcp carried out the lead revision but used the same interstim in order to achieve placement for efficacy. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.